Event description:
The patient experienced headache, pain, increased spasticity, and seroma. A dye study and x-ray were performed. The spinal segment of the catheter had migrated out of the intrathecal space. The anchor piece that entered the fascia appeared to have inverted into itself. The spinal section of the catheter was replaced with a new spinal segment and attached to the remaining catheter. The patient was hospitalized. The patient status was ¿alive ¿ no injury¿. The device system was used to deliver lioresal. It was later reported that the patient experienced fluid and pain in pocket and lumbar area. CT-scan, x-ray and shuntogram had been performed. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).